Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an elective electrophysiology procedure done which was complicated by bleeding from the superficial femoral artery and profunda using a 6f sheath. The physician was asked by vascular surgeon to perform covered stenting/coiling of the bleeding source. Unable to access up and over from contralateral side as a prior abdominal aortic aneurysm graft into each iliac was too angulated to advance any equipment, the physician was asked to use antegrade approach in the right leg access to avoid an operation if possible. The electrophysiology procedure was performed the previous day. Reportedly, the vascular surgeon had difficulty advancing the proglide device into the skin tract. The physician was able to advance the device into the vessel easily using x-ray and the device was confirmed to be in correct place. The proglide device was deployed; however, the suture broke when the plunger was removed. The lever was returned to its original position and the foot closed prior to removal but the device was unable to be removed. The device was stuck in soft tissue. The foot plate was redeployed, the device was gently advanced forward and withdrawn, the foot was retracted and again the device would not withdraw. It was decided that the device would need to be removed surgically. While pressure was being held at the access site and the surgery was being set up, the device freed up with just constant backward tension. When it came through the skin the suture and foot plate were attached to the metal portion of the device still but the lubricious black portion of the device had embolized. X-ray revealed the sheath had embolized down the superficial femoral artery to the mid thigh. Surgery was performed to retrieve the embolized portion. No vessel damage was noted. There was a reported clinically significant delay in the procedure or therapy. The physician presumed the suture had fired into subcutaneous tissue and/or the device was stuck in the vessel wall/subcutaneous tissue likely to the acute angle of entry into the vessel. The physician stated that vascular surgeon needed to operate on the groin anyway to repair the original problem so they went ahead, the common femoral puncture was actually perfect so he presumed the device had malfunctioned in the soft tissue tract above the vessel and then fractured due to angulation and force. The embolized portion was easily removed with a small arteriotomy and taken out intact. Run-off of the leg was normal. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Improper or incorrect procedure or method clarifier incorrect removal.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficult to advance and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported guide detachment was confirmed. The reported suture detachment was not confirmed as it was observed to be a link detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the proglide instructions for use, states: do not advance or withdraw the perclose smc device against resistance until the cause of the resistance has been determined. Based on the information provided and the returned device condition, the resistance removing the device was circumstantial due to the difficulties experienced and did not contribute to the reported event. Based on the returned device condition and the reported information, the reported resistance during device advancement appears to be related to interaction with the patient anatomical conditions. Torsional manipulation applied during device placement due to interaction with the patient anatomical conditions subsequently contributed to the reported guide detachment. Detachment of the guide would compromise the foot functionality which subsequently contributed device entrapment during attempt to remove the device thus resulting in the need for surgical removal. Additionally, detachment of the guide will compromise needle trajectory thus contributing the reported needle to cuff miss such that the foot pockets would no longer be with in the path of the needles. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.